Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occured on (B)(6) 2019 due to dislocation of reversed humerus prosthesis after patient felt in his shower. Surgeon replaced 40mm centered glenosphere by 40mm eccentric glenosphere, and humeral cup 40/+3 by humeral cup 40/+9 primary revision occured on (B)(6) 2018.